Event description:
Information received from the field does not address the patient's clinical status but notes that the ventricular lead impedance increased to 1013 ohms in october 2004 and the capture threshold increased to 3.0 v in february 2005. The patient had some medication changes around february 2005. There was no capture in the unipolar configuration. The device was programmed to bipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received